Event description:
It was reported that a customer experienced a broken pump screen, rendering the touchscreen unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The customer is returning the device, and a replacement pump with a new serial number has been arranged for shipment.